Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. Drive support cap was normal. Customer was treated with manual injection. Customer stated that the screen was not doing anything. Customer put new battery in and rewound the insulin pump then got weak battery. Customer stated that they inserted new battery and screen goes blank. Customer stated that the insulin pump had battery out limit alarm and it was cleared. Customer stated that the pump went directly to home screen. Customer stated that the drive support cap was normal. Customer did not allege insulin pump for under delivering. Customer stated that the there was no leak and air bubble. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to power up due to corroded battery tube compartment noted.